Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported on a hospital procedure form that this lead was broken, so it was explanted. No additional adverse patient effects were reported. The explanted product was not returned for analysis.